Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the oer-pro, there was debris found in the pressure regulator tubing. The fse reported after the debris was removed, the oer-pro worked as intended.